Event description:
The event is reported as: the et tube was leaking. No report of pt injury.

Manufacturer narrative:
The device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. The complaint can not be confirmed since the sample was not available for investigation, however, teleflex will continue to monitor and trend relating complaints.